Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated despite using different wand and programmers. A magnet was applied and no tones were audible. The patient had a follow up 3 months ago and the device had a battery status of beginning of life (bol) with a monitoring voltage of 3.2 volts and a charge time of 14 seconds. The device was explanted and another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.